Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2024 and suture was used. It was reported by a sales rep that, during a coronary artery bypass grafting: CABG, during suture on the side of the central anterior wall of the coronary artery, the suture was broken after 5-6 stitches. It was not the base of the needle, and it has never had a break in the middle before. The operation time was extended within 30 minutes. Please take photos for japanese customer. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned to ethicon for evaluation. One straight packet with a needle suture combination and one dispensed needle suture in two sections were returned for analysis. Product code meh8034jg. The product code is multistrand and should contain two strands double-armed per packet. Upon visual inspection of the needle suture pieces, the ends were noted to be cut probably by a surgical instrument. Besides that, damage (crushed) in the surface suture near the swage area was noted. To evaluate the condition of the needle suture combination, the suture was dispensed. No anomalies or issues related to breakage sutures could be observed during the evaluation. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. The instructions for use contain the following caution: as with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information was requested, and the following was obtained via: please provide the lot number. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections.